Event description:
It was reported that the bars were damaged and the CPR release was out of adjustment. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Bars and CPR release. Investigation is ongoing, a follow-up report will be submitted with results.